Event description:
During a code, the defibrillator did not work. Another defibrillator was used but the pt expired. The pt, who had terminal cancer, had been admitted with a diagnosis of thrombosis. The death certificate listed the cause of death as a massive myocardial infarction. The device was repaired by the MFR and is back at the hosp.